Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral breast reduction, the thread broke towards the end of skin closure. The suture broke while being pulled through the tissue. The surgeon just left off and continue closing the skin up with the remnant suture. There was no patient injury.